Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect unit of measure mmol/l. On september 24, 2008 the technical svc rep (tsr) spoke with the pt to obtain and verify info. On the evening of six days prior to original date, the pt first noted the reported meter was set to the incorrect unit of measure, mmol/l. At 10:00 pm, the pt obtained and after-dinner reading of '38.0 mmol/l'. According to the owner's booklet for this meter, the meter will present readings up to 33.3 mmol/l. At that time, the pt experienced no symptoms of high or low blood glucose levels. The pt noticed the incorrect unit of measure, but reportedly did not understand how to interpret the reading. The pt claimed she took her insulin dose according to her sliding scale, plus an add'l six units, for a total of 24 units humalog insulin. This was the pt's usual time to test her blood glucose level and take insulin. On the next day at 2:00 am, the pt awoke reportedly experiencing her symptoms of hypoglycemia: difficulty moving, impaired vision and she 'felt sick'. While symptomatic, the pt obtained the blood glucose reading of 4.6 mmol/l' (83 mg/dl). The pt interpreted this reading as '46 mg/dl'. The pt administered self-treatment by consuming sugar, and felt better afterwards. She did not seek medical attn. On six days prior to original date, the pt had eaten her usual dinner of 'starchy food', fish, vegetables and cheese. The pt takes the oral diabetes medication metformin 1000 mg three times per day, and humalog insulin on a sliding scale based on meter readings. During the troubleshooting telephone call, the tsr determined the meter's unit of measure setting was user-changeable, and had previously been set to the correct unit of measure, mg/dl. The tsr was able to talk the pt through resetting the meter to the correct unit of measure. The meter, test strips and control solution were replaced. The pt claimed she experienced symptoms suggestive of hypoglycemia following an increased dose of insulin taken based on a misinterpreted meter reading. The meter was set to the incorrect unit of measure, mmol/l. The pt rec'd self-treatment with sugar to resolve her symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject prods for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.